Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old (B)(6) male had presented for cardiac support with the impella lp2.5 pump. During support, patient endured ischemia in the leg which the impella was inserted. As treatment, a surgical bypass was performed, positioning of the device was adjusted, and the patient's ischemia resolved. The patient had later expired, however, this was related to a bleed that had occurred which was not related to the impella device.